Manufacturer narrative:
Analysis found that the reported event could not be verified as pre-repair heat test could not be performed due to handpiece not operating at all. Disassembly and cleaning inside the equipment. We replaced parts such as motor cable assy and bearings. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated during the endoscopic sinus surgery procedure. The handpiece was used as usual at the facility. The case was completed as a back-up device was used. There was no impact associate with the event on neither the patient nor the staff.